Manufacturer narrative:
One (B)(4) ultra-fast-fix ab assembly-curved needle device returned. The device is in used condition. Although in a prior location it indicated that the needle broke and was removed from the patient. The blue split cannula was not returned. The depth limiter was returned; trimmed. The device was returned with suture and both t¿s. T1 is at the tip of the delivery needle in location for stripping off. T2 is positioned behind it, in location as well. Functional test is impossible as the device is in extremely disfigured condition. This device has been manipulated in an aggressive fashion not consistent with smith & nephew training or IFU. IFU warnings states ¿do not bend delivery needle¿. Twist or bend can interfere with advancement and removal of t¿s. After investigation the root cause of this event was deemed to user error. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a meniscus repair surgery, the metal shaft fell off, the needle broke, and was removed from the patient. A backup device was utilized to complete the surgery.